Event description:
It was reported that there is an intermittent function when manipulated at device input end. There is no pt info available.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.